Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. After reviewing the meter's memory log, the reported reading of 136 mg/dl was found on various occasions.

Event description:
A customer reported on (B)(6) 2011 at 4am she received a high reading of 136 mg/dl on their freestyle lite meter and her daughter "made her go to the ER" where the reading of 42 mg/dl was obtained on the hcp meter of unknown brand at 4:30am. The customer further reported she lost consciousness, "banged (her) head and had nose bleed and black eyes, but did not experience any symptoms. " the customer reportedly was diagnosed with hypoglycemia and treated with glucose intravenous infusion. There was no report of death or permanent impairment associated with this medical event.